Manufacturer narrative:
The medical assessment of the event concluded that the information does not reasonably suggest that the coagchek caused or contributed to the event. Without information about results and anticoagulation at the time of thrombosis, there is insufficient information to reasonably suggest the coaguchek contributed to the event. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr qc 2: 2.6 inr qc 3: 2.7 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. In the meter memory, the most recent results were: (B)(6) 2021, 3.1 inr (B)(6) 2021, 3.3 inr. For results prior to these, the meter's date and time were set incorrectly. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation is lay user/patient. Unique device identifier (UDI) (B)(4).

Event description:
Gt hold 3 3 21we have received an allegation of inaccurate results with the coaguchek xs meter serial number (B)(4) which contributed to hospitalization due to a clot in his left ventricular assist device (lvad) on (B)(6) 2021. Prior to the event, the customer confirmed there were no changes in dose, diet, or health. On (B)(6) 2021, the customer was hospitalized for a clot in his lvad. The customer was on a heparin drip for 9 days. On (B)(6) 2021, the customer was discharged from the hospital and resumed with coumadin. The customer's doctor suggested a meter to laboratory comparison after hospitalization, which was performed on (B)(6) 2021. The customer¿s meter result was 3.2 inr, and the customer¿s laboratory result within one hour was 3.0 inr. The comparison results were shared with the customer's doctor, and the doctor did not have any complaints about how the meter compared to the laboratory. The customer currently "feels pretty good." It was reported that the customer's therapeutic range is 2.0-3.0 inr and tests one time per week. This MDR is being submitted in an abundance of caution.